Manufacturer narrative:
This reported is associated with argus (B)(4), poligrip.

Event description:
Diabetes mellitus, weight increased. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes mellitus in a male patient who received gsk denture adhesive (formulation unknown) (poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip. On an unknown date, unknown after starting poligrip, the patient experienced diabetes mellitus (serious criteria gsk medically significant), weight increased and device use error. On an unknown date, the outcome of the diabetes mellitus and device use error were unknown and the outcome of the weight increased was not recovered/not resolved. It was unknown if the reporter considered the diabetes mellitus and weight increased to be related to poligrip. [Clinical course] the patient used poligrip for about three years. After he started using the product, he gained weight. Before initiation of poligrip, his weight was below (B)(6). As of the report, he was (B)(6). He was on a restricted diet and received medication(s) for diabetes mellitus. His physician considered it was less likely that increased weight was attributed to medications. Meanwhile, there was a big gap between his denture and the gum, and he completed about three tubes in a month. He had not visited his dentist for a while.